Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported ventilator inoperable and error observed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
MFR received date: 03 oct 2019. The manufacturer¿s international service technician evaluated the ventilator and identified that sometimes it would not go into standby mode. The service technician also found the "proximal pressure sensor autozero failed" diagnostic code in the logs, and identified that the tidal volume was too low. It was determined that these issues were due to a faulty gds (gas delivery system). The service technician replaced the gds and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.